Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The breathing system was cleaned and the adjustable pressure limiting valve was replaced, and the unit was returned to service. The customer contact reports there is no patient information available.

Event description:
The hospital reported the unit was over delivering pressure. There was no report of patient injury.